Manufacturer narrative:
The device has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the safety bar was dented and gouging into the trigger shaft and causing the trigger to stick. The device was repaired and returned to the customer.

Event description:
It was reported that the device had a sticky trigger. There was no pt involvement and no adverse consequences reported.